Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost 3 months after two dental implants were installed in intraoral regions #29 and #30 it was verified their non-osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type I.